Event description:
New information states that the lead failed to capture and was undersensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for device upgrade. During procedure, the atrial lead exhibited p-wave amplitude variation and high capture threshold. An x-ray was performed and it was noted that the lead has dislodged. The lead was replaced and explanted during the same procedure. The patient was stable.